Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, at the end of the case, the pump pulsed intermittently. The roller pump was used as a sucker pump. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt. Per clinical review on (B)(4) 2014: toward the end of the cpb, the roller pump (used for suction) began to rotate erratically. The erratic nature was similar to a pump in a pulse mode. This type of behavior can be caused by over occlusion of the rollers, but if that was the case the erratic pulse like rotation would likely have been observed in the early minutes of cpb. The pump was able to be used for the completion of the procedure and the procedure was completed successfully. There was no delays and no associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.